Manufacturer narrative:
Device will not be returned. If additional information is available it will be submitted on a supplemental report. Device was not returned.

Event description:
Surgeon was trialing new product variax2 compression plate broad curved ref (B)(4) lot r09352. Surgeon attempted to placed 3.5 x22 bone screw out of variax elbow system (loaner tray from chicago branch) in oblong "compression" hole in compression mode in the first oblong hole proximal to fracture line. Surgeon was advised to use compression drill guide and two finger tightening technique when inserting screw. Surgeon did not use compression drill guide. A 3.5x22mm bone screw went through the plate without drastic visual bending of plate/screw interface.

Manufacturer narrative:
Evaluation summary; the reported incident could not be confirmed, since the device was not returned for evaluation. This issue is addressed by a CAPA. The customer will get a credit note.

Event description:
Surgeon was trialing new product variax2 compression plate broad curved ref629562s lot r09352. Surgeon attempted to placed 3.5 x22 bone screw out of variax elbow system (loaner tray from (B)(4) branch) in oblong "compression" hole in compression mode in the first oblong hole proximal to fracture line. Surgeon was advised to use compression drill guide and two finger tightening technique when inserting screw. Surgeon did not use compression drill guide. 3.5x22mm bone screw went through the plate without drastic visual bending of plate/screw interface.